Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a mastectomy surgical procedure, it was noted that the smoke evacuation pencil was cutting slower, charring and getting stuck in fatty tissue. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for cutting performance issue, was not confirmed as the neptune e-sep pencil was not returned for evaluation. Without the neptune e-sep pencil, the root cause cannot be determined.

Event description:
It was reported that during a mastectomy surgical procedure, it was noted that the smoke evacuation pencil was cutting slower, charring and getting stuck in fatty tissue. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.